Manufacturer narrative:
This report is for an unknown nail: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary picture review: based on the provided x-rays the breakage of the tfna nail was confirmed. However, the provided pictures do not allow for any determination of the root cause. Part# and lot# of the involved tfna nail was not provided and products were not returned, therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in spain as follows: it was reported that on an unknown date in 2019, the unknown tfna nail broke in the patient. The implant was originally placed in the patient on (B)(6) 2019. The patient underwent revision surgery to have the nail removed on (B)(6) 2019. There is no further information available. Concomitant device reported: unk - nail head elem: tfna helical blade (part# unknown; lot# unknown; quantity: unknown). Unk - screws (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) unk - nails: tfna. This is report 1 of 1 for (B)(4).